Event description:
It was reported per field service report: pump was on pt. Symptom - low helium tank pressure after trying several tanks in the first floor csicu (cardiac surgical intensive care unit). The pump was exchanged for a second pump during the coarse of therapy due to this issue. Findings/actions taken: found the helium tank yoke not installed properly (reversed). The rn was instructed for proper use. Confirmed tank pressure on the spare helium tanks. System functional.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.